Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of packaging seal integrity poor/ questionable was confirmed upon inspection of the photos. The secondary packaging operation process was reviewed. The probable root cause for the missing product and damaged package could be the l plate leveling bar being loose at the second bucket chain station. Consequently, the l plate became uneven during the transfer of the 5-piece unit blister during stacking. As a result, the first layer of the 5-piece sheet would be hit against the base of the l plate, causing parts to be damaged or cut off from the strip. To prevent this defect, corrective actions include engaging with the vendor to weld the leveling bar to the l plate fully. One random check will be performed to verify that all l plates have been welded accordingly. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
1bx (100ea) found damaged upon checking of stocks.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 21x1 rb tw damaged or open unit package 1bx (100ea) found damaged upon checking of stocks.